Event description:
During use, an unknown black object was found on the edge of the syringe cannula connection.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 303536, lot 4334320, and tracks the batch number 4334320, the batch number of the barrel used is 4334305. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. All processes and final inspections complied with specification requirements. There were no related quality notifications. Visual inspection for the retain samples were performed and no quality issues were detected. There are no samples and pictures, so the investigation of the samples cannot be carried out. In conclusion, the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and track the trend of this defect complaint.

Event description:
No additional information provided.